Manufacturer narrative:
An olympus field service expert (fse) was sent to the facility to evaluate the subject device. During evaluation, the fse confirmed the customer¿s reported issue that alcohol connector could not be set due to breakage. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the alcohol connector may have been broken by hitting something hard, which made the connector impossible to set to alcohol tank. However, a definitive root cause could not be determined. The event can be detected by following the instructions for use which state: " 3.3 inspecting the connectors; check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. 3.6 inspecting and replenishing alcohol; addition of alcohol turn the connector to correct the tube orientation as shown below. Confirm that the tube is not bent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoscope reprocessor alcohol connection was broken. The issue was found during reprocessing. There were no reports of patient harm.